Event description:
It was reported that during of a da vinci-assisted colostomy closure surgical procedure, the large clip applier instrument would swing left to right while controlling it from arm 4. The issue was isolated to the large clip applier instrument. The site switched to a backup clip applier instrument, and the issue was resolved. The customer was advised to return the clip applier instrument via RMA process. The surgeon resumed with the procedure. All other instruments were working as intended. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product noting the large clip applier instrument would swing left to right while controlling it from arm 4, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci large clip applier instrument with an alleged issue to perform failure analysis. Although the complaint regarding the large clip applier instrument would swing left to right while controlling it from arm 4vwas not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. Log reviews were performed, and two large clip applier instruments were used on 04-may-2023 on system sk0340. Based on the current information provided, it is unknown which instrument had the reported issue. 1) large clip applier instrument (part# 470230-08/ lot/serial# (B)(6)) 2) large clip applier instrument (part# 470230-12/ lot/serial# (B)(6))